Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tympanomastoidectomy surgery, it was observed that the motor device had an e2 error code and stopped working. It was reported that there was no delay to the surgical procedure and a spare device was immediately available for use. It was reported that the surgery was successfully completed with no further incident. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.